Event description:
The manufacturer received information alleging a bipap series device was not working properly. The patient was found unresponsive and was admitted to the hospital. The patient was released a few days later.

Manufacturer narrative:
The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.